Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. A piece approximately 21.18 x 4.30mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip-up fenestrated grasper instrument had a piece broken off from the tip. The procedure was completed. Intuitive followed up and obtained additional information. There was no fragment falling inside the patient anatomy. Post-operative tests were performed to check for fragments. There was no additional surgical procedure was required. Unknown to all fragments retrieved.